Event description:
Given an injection in right knee of synvisc on the (B)(6) 2012. During the night I got up to go to the bathroom. I had trouble getting out of bed, my legs were stiff like I had exercised too much. The next morning when I woke up, my legs had knots in back of them and I couldn't get out of bed without help. With my husband's help managed to get up. My legs were not acting normal. After I made it to the living room, I began to have muscle spasms where I could not control upper body to keep it still. I could not get my legs to work right. They finally got, so I could at least go to the bathroom with help from my husband. They felt like they were rubbery and kept giving out. We had an old walker and I used that to walk with. My knee really hurt and was sore but that was not as bad as not being able to get around. The twitching got worse and I couldn't control my head, it keeps jerking and jerking. We went to the emergency room and they took blood tests, examined me, but couldn't find out anything about my problem. I went to my doctor and they did more tests. I had MRI, tested for ms but referred me to internist, rheumatologist, neurologist. They found nothing. I went back to the orthopedic doctor and was told that the injection never caused reactions like that. My knee was still swollen and didn't heal right, so went back to my doctor, she looked at it and asked me questions, she was pretty sure it was a reaction from injection that caused my symptoms. The spasms were still there but they weren't as bad but I got a fever that kept coming and going on. The pain that I was experiencing was tremendous. The injection site was size of tip of my finger. I still have a scar there. It took 3 months to heal. It's been 15 months since this happened to me. I still have the twitching when I'm tired. I still have fevers that come and go, and the pain in my muscles have not quit. I have to walk with a walker to get around, and I can't describe the pain that just does not stop. I can't get through the day without pain meds. The pain just never ceases. Sometimes it eases but it does not go away even with the meds. At least they make it bearable but I have forgotten how it feels not to have pain at all. My life has changed so much, my husband does most of the work around the house because I can only stand just so long before it starts hurting so bad. I have never felt so helpless in my life. The life I had before is gone and I didn't get to enjoy it. !